Manufacturer narrative:
(B)(4). Product evaluated and customer's complaint of a leak in the silicone tubing was confirmed. The leak is due to a rupture and separated silicone tubing. The root cause of the ruptured silicone tubing was not identified. Although lot number unk, the smartsite laser number indicates this set was built between (B)(4) 2010.

Event description:
Customer reported the set pulled apart (torn in two) at the silicone segment during a vasopressin infusion after a code. The set came apart in the pump module. The staff clamped and switched out the set quickly and there was not pt harm. Customer states there is no additional pt or event info available.